Event description:
It was found that the foot end lift motor was stuck at a low height due to a damaged lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the foot end lift motor was stuck at a low height due to a damaged lift motor and there was no scale malfunction as previously reported as a potential issue. The foot lift being stuck in the lowest position is not likely to harm the patient as the lowest flat position is optimal for CPR administration if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported that the scale may have been inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.